Event description:
It was reported to boston scientific corporation on march 16, 2007, that during the removal of a securi-t enteral feeding device on a female patient that had been in place for six months, the bolster detached and remained in the patient's stomach. The patient was transferred to another "hospital for removal operation as the removal facility had no scope." The bolster was able to be retrieved via the scope and another same device was placed. During the removal procedure, the patient broke three teeth on an unknown "gumshield". The patient's condition was reported as "good".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed. An unfavorable trend was noted; however, no data point exceeded the complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals one complaint in the month of december two complaints in the month of january and six in the month of february. Due to the low number of complaint increase and the low clinical severity for the related failure mode, no specific action is warranted at this time.